Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported they noticed tpn drippings on the floor from the top-most y portion of the tpn tubing proximal to the tpn bag. The y portion had a non-bd cap covering the port and tpn was slowly dripping from that port. There was no patient harm.

Manufacturer narrative:
The customers report of a leak from the upper port was not confirmed however a leak was confirmed at the top of the silicone pump segment. No anomalies were observed on the set during initial visual inspection. Inspection under magnification showed a small hole on the silicone segment. No tool marks or crush marks were observed on the upper fitment. Functional testing was performed and the set leaked from the hole. The cause of the leak is a small hole in the silicone pump segment. The root cause of the hole could not be identified.